Manufacturer narrative:
An event regarding tibial subsidence involving a triathlon insert was reported. Conclusion: medical review has indicated that suboptimal technique of baseplate cementation below a short keel baseplate in a patient with (unexpected) osteopenia has resulted in early and severe migration of the baseplate in posterior tilt leading to mechanical instability of the baseplate with quite likely additional instability of the knee in flexion as secondary effect. Based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sus voluntary event report mw 5056454 stated: I had a total knee replacement. It is a stryker triathlon. I've had nothing but severe pain since the replacement. It was done in (B)(6) 2013. I have been to numerous orthopedic doctors to get help but all they care about is it isn't loose or infected. At times I think the doctors think I'm lying about the pain. The last 2 weeks have been horrible.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw 5056454 stated: I had a total knee replacement. It is a stryker triathlon. I've had nothing but severe pain since the replacement. It was done in (B)(6) 2013. I have been to numerous orthopedic doctors to get help but all they care about is it isn't loose or infected. At times I think the doctors think I'm lying about the pain. The last 2 weeks have been horrible.